Event description:
The consumer reported that the device was moved to her hip because she had lost a lot of weight that was causing problems with the previous location. Further information received from the consumer reported that relocating the device partially resolved the problems as she could breathe better. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she lost (B)(6) pounds and the implant flipped. The patient stated that the healthcare provider was able to fix it.